Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on (B)(4) 2010 for a customer in the u.s. A third occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat), but with a customer in (B)(6). This is a second event at the same singapore customer site. The first event was reported to the FDA via 1225058-2013-00935. In (B)(4) 2013, the (B)(6) customer reported to agfa that: the linking of the aortic valve morphology section was linked incorrectly within the report and was appearing under rheumatic valve morphology in the final report. Agfa's investigation revealed a customization with the use of rmat resulted in the creation of the error. In this occurrence the (B)(6) site did not contact agfa service with a change request for the customer reporting module. It was confirmed agfa did not make a change to the site's reporting module and during the investigation; agfa's cardio clinical reporting specialist discovered there was a copy of the active server page file (asp) file as it relates to rmat, which in turn, allowed a user to re-enable the rmat feature. A copy of the asp file is not a typical scenario at a customer site. The user had re-enabled the rmat feature and made changes resulting in the error. The clinical and user's intention was to include comments within the report, associated with the "aortic valve", but when the report was reviewed within impax crs, using the "report writer" or "show report" features of impax cv reporting, the comments were instead associated with the "rheumatic valve". The incorrect population of sentence findings was the result of an error in customization as well as by the implementation of the "compound sentence" feature within rmat. The use of this feature is not supported by agfa. Once discovered by agfa, the "compound sentence" feature was disabled, and the "radio button" feature was enabled. This corrected the error created by this customization. No reports were affected due to this event and no harm to pts has been reported. A reportable correction is underway for ths issue and has been reported to the FDA. FDA reference # is z-2112-10.

Manufacturer narrative:
Corrected: 510k # from (B)(4) to (B)(4). Added product code : (B)(4).